Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Scratches on the metal contacts were found, and leakage was not detected when a water leakage test was conducted. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, an e218 scope error occurred, and the image grayed out. After about 2-3 minutes, the error cancelled, and the image returned to normal. The therapeutic procedure (laparoscopic colectomy) was completed with the same device and there was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide (new reportable) additional information provided by the post-survey evaluation: an e216 error was also found due to dirt on electrical contacts.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, regarding the gray-out in image appeared with e218 error: as we confirmed with the repair history that the internal circuit board of video connector has not been replaced / repaired since june 2017, the image output signal temporarily may have been unstable due to age-related deterioration. As a scratch on the electrical contact of the video connector existed, the communication condition temporarily may have been unstable between the electrical contact of the video system center and the electrical contact of the video connector, resulting in a defect condition. By connecting and disconnecting the video connector while the power of the video system was on, overcurrent may have temporarily or repeatedly flowed. The image output signal has been unstable since the static electricity or overcurrent suddenly were produced. Concerning overcurrent produced, the defect may have been caused due to connecting and disconnecting the video connector while the power of the system center was on, overcurrent caused by other devices and electric wiring, dust or moisture adhered to the electrical contacts of the system and the video connector. Regarding the e216 error: since the circuit board inside the video connector had not been repaired and replaced since the repair in june, 2017, according to the repair history, there is a possibility that deterioration over time could have temporarily caused unstable condition of image output signals. Since scratches and stain were recognized on the electrical contacts of the video connector, there is a possibility that the communication condition between the electrical contacts of the video center and the electrical contacts of the video connector became temporarily unstable, which resulted in the defective event. There is a possibility that connection/disconnection of the video connector section while the system was turned on could have caused temporarily or repeatedly overcurrent flow, which resulted in the defective event. Application of sporadic static electricity or overcurrent caused image output signals being in an unstable condition. In addition, it is presumed that there is a possibility that application of overcurrent could have been caused by connection/disconnection while the system was turned on, overcurrent from other devices or electric wiring, or adherence of dust or moisture on the electrical contacts of the video connector section. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.